Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 3 mg/ml at a dose rate of .3995 mg/day via an implantable pump for spinal pain. It was reported that the patient was not getting pain relief. A physician attempted to aspirate the side port but could not get flow back from the catheter. The physician decided to revise it. The physician first cut the pump segment and determined that the distal segment was dripping fluid, so he only had to replace the pump segment and left the distal/intrathecal segment implanted. The explanted portion of catheter was in the possession of the company representative and was to be returned to the manufacturer. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been none. The issue was resolved. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was noted as having been requested but were unknown. It was indicated that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter (sn: (B)(4)) identified damage occurred to the catheter body during implant procedure. (B)(4). If information is provided in the future, a supplemental report will be issued.